Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while deploying the 3.5 x 23 mm xience v stent in the calcified lmca to the lad, a distal edge dissection occurred in the mid lad. A 2.75 x 23 mm xience v stent was implanted to cover up the distal edge dissection. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Dissection, as listed in the xience v (IFU), is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.